Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported during tracheal aspiration they noticed the level of spo2 decreased. They checked the tracheostomy tube and found it was kinked at 5 mm from the neck flange. The patient was re cannulated and no further ill effect to the patient. The tube was pre-tested.